Manufacturer narrative:
Results eval: smiths medical asd, inc. Is unable to perform a complete investigation as the user facility did not record the lot number and has no sealed package to confirm their report. If the face mask were missing it would be visible through the package at the user facility, as the packaging for this device is clear, and should have been noticed prior to use. The history of this report reveals that it is probable that the mask was removed from the package and the rest of the unit not disposed of. Someone else would go to use the unit and not realize that it had been opened previously. A smiths medical sales rep will be auditing the hosp inventory. If any incomplete packages are found then a follow-up report wil be submitted.